Event description:
Patient with two heartmate 3 (hm3) devices implanted (biventricular support) on (B)(6) 2022. Positive mediastinal and pleural fungal cultures on (B)(6) 2022 for bipolaris/curvularia species, confirming diagnosis of fungal mediastinitis. FDA safety report ID # (B)(4).